Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium avium chimaera during maintenance activity. There is no report of patient injury.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in barcelona, spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: through follow-up communication, livanova learned that the unit was found to be contaminated at palex facility and not at the end user (hospital). Reportedly, involved device was a loaner equipment at the customer josep trueta hospital in girona that must be returned to palex. The equipment was disinfected before being removed from the customer and 48 hours after the disinfection, the analysis was taken giving negative results. Once arrived in palex, the equipment was stored empty. When the need to supply the machine to another customer arose, the equipment was filled with water and disinfected at distributor facility and tested again 48 hours after the disinfection. At this point, the machine turned out to be positive. Considering that the unit was found contaminated after the disinfection process, it cannot be excluded that a possible deviation in the cleaning procedure and/or contamination in the sink water may have caused or contributed to the reported event.

Event description:
See initial report.

Manufacturer narrative:
H10: the unit returned to livanova deutschland for deep disinfection. Internal tubing were found dirty, therefore they need to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.